Event description:
The patient stated that while using the device in march, he was not receiving enough o2 and he never received an alarm from the device. He was unaware that he was not receiving enough o2 from the device and passed out. He passed out and was carried to hospital via ambulance. He spent 4 days in the hospital and was told that his pulmonary fibrosis has gotten progressively worse. Patient also has a history of pulmonary hypertension. He indicated that after the event he was placed on 12l of o2 and could no longer use the inogen equipment as his it cannot support his o2 needs. He was placed on hospice to help with his o2 needs. Patient paid for his devices and currently has the defective device in his possession.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a followup will be submitted if required.